Event description:
It was reported that the customer got a motor error alarm during normal use. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test. Insulin pump received stuck in motor error alarm loop during bolus delivery. Alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No unexpected no reservoir alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.